Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 596 mg/dl and receiving insulin flow blocked alerts. The product will be returned for analysis. Troubleshoot was performed. Customer states the pump did not alarm insulin low blocked. The insulin pump will be return for analysis.